Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The cylinders and pump were removed and replaced with new components. The existing reservoir was left implanted in the patient. The explanted components were returned and analyzed. A supplemental report will be filed should additional information received.

Manufacturer narrative:
Investigation results: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. There was a leak identified in one of the cylinders in addition to broken fabric threads due to input tube wear and avulsion; the other cylinder tested within specification. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. The cylinders and pump were removed and replaced with new components. The existing reservoir was left implanted in the patient. The explanted components are expected for return but have not been received as of this time. A supplemental report will be filed should additional information received or the device returned for analysis.